Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during site preparation for impella 5.5 implant, bleeding was noted at the anastomosis of the graft. An additional suture was placed to manage the bleed. The subsequent implant was successful. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. There was some bleeding at the anastomosis of the graft. The root cause of the access site bleeding was most likely issue was use related, there was some bleeding at the anastomosis of the graft that required additional sutures to resolve the bleeding.